Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined a conclusive cause for the reported difficult to position cannot be determined. Additionally, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded in the very complex case of pci, multiple abbott devices were utilized. When the perforation occurred was not clear. The use of the whisper wire in the attempt to retrieve the rotowire fragment, the whisper tip separation and the attempts to retrieve may have contributed to a decline in the patient status. The use of xience alpine and the two graftmasters in attempting to seal the perforation may have indirectly contributed to the patients decline in status, but there is no evidence of a product issue. Factors contributing to difficult to position through a previously deployed stent include, but are not limited to, vessel wall apposition of the deployed stent, damage to the other device, physician technique during attempt to cross through the deployed stent or anatomy characteristics. There was no damage noted to the stent delivery system (sds) during the inspection prior to use and no report of stent malapposition upon deployment which may suggest a product quality issue did not contribute to the reported difficulties. The reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as a known patient effect of coronary stenting procedures. Based on the information reviewed, a conclusive cause for the reported difficulty cannot be determined. Additionally, it was reported that the graftmaster was deployed with a maximum pressure of 24 atmospheres (atm). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A 2.8x26 rx graftmaster covered stent was able to be advanced and deployed with maximum pressure of 24 atmospheres with post-dilatation performed at high pressures, however, the stent did not completely cover the perforation (this was the longest stent available in hospital inventory). Thus, an attempt was made to advance a 2.8x16 rx graftmaster covered stent through previously implanted, tortuous, calcified chronic stents and through the 1st implanted 2.8x26 rx graftmaster stent to deploy it distal to this stent. Despite multiple attempts to cross with the 2.8x16 graftmaster, including the use of a guideliner, it was unable to cross distally through the implanted 2.8x26 rx graftmaster. The 2.8x16 graftmaster was withdrawn without difficulty and no other issues were noted with this device. The remaining distal perforation was ultimately treated via deployment of a 2.5x14 non-abbott stent, but did not completely seal the small remaining perforation; a final angiogram showed resolution of the perforation. The patient then developed cardiopulmonary arrest and bradycardia that was treated with atropine and epinephrine, followed by intravenous drip epinephrine, dopamine, and levophed; the patient was placed on a ventilator. While being transported to the intensive care unit for continued support, the patient coded again and was shocked for ventricular arrhythmia. For fear of continued bleeding, antiplatelet therapy was discontinued and the patient was given packed red blood cells. Reportedly, the failure to cross caused a clinically significant delay, and the patient expired the same day, due to hypotension that was likely caused by ischemia, as an echocardiogram did not show tamponade. Reportedly, it is unknown if the patient had presented with ischemia, or if ischemia occurred during or after graftmaster use. In the opinion of the physician, use of these graftmaster devices did not cause or contribute to patient death. No additional information was provided. Concomitant medical products: guide catheter: launcher ebu3.5 6fr, boston scientific vl4 6fr rotawire, pt light support (x4), wizdom, whisper, asahi light (x2), asahi filter stent: 2.8x16 graftmaster. (B)(4). The delivery system is unavailable for return and the graftmaster stent reportedly remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other graftmaster referenced is being filed under a separate manufacturing report number. The whisper guide wire referenced is being filed under manufacturing report number 2024168-2016-03396.

Event description:
It was reported that during rotational atherectomy in the heavily calcified, very tortuous mid left circumflex (lcx) coronary artery, the non-abbott rotational device reportedly jumped retrograde, causing a non-abbott guide wire to become caught in the vessel and separate. The separated 8mm piece of the guide wire was found in the distal lcx. Several attempts were made to snare the wire using a microsnare kit and guide wires. A hi-torque whisper ms guide wire was advanced distally and torqued in an attempt to wrap and snare the separated piece, however, the whisper tip coil separated in the distal lcx as well. After a great deal of time (hours) attempting to retrieve the separated guide wire pieces were snared using a guideliner and 3.0mm balloon. Several angiograms revealed a perforation in the mid lcx. The patient developed hemodynamic compromise and hypotension, thus, pericardiocentesis was performed, with approximately 300cc of blood withdrawn. The patient was intubated and a central line was placed. Balloon angioplasty was performed several times and several attempts were made to try to stent the lcx with non-abbott stents and a 2.5x18 rx xience alpine stent, but these stents failed to cross through previously implanted, tortuous, calcified chronic stents due to vessel tortuosity and heavy calcification. No other issues were noted with the xience alpine device.